Manufacturer narrative:
Additional information was added to h4, and h6. H4: device manufacture date - the lot was manufactured between november 11-12, 2025. H11: the actual device was not available; however, a companion sample and photographs were received for evaluation. The returned photographs were reviewed, and it was noted that there was fluid inside the bag that contained the devices which suggested a leak had occurred. A functional leak test was performed on the companion sample by filling the bladder with green color water. After fill, the sample was monitored until the next day. The next day, no evidence of leak was observed from the sample. Based on the leak test result, the companion sample was determined to be conforming product. The reported condition was verified in the photograph samples. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors leaked from an unspecified location. This occurred during setup/ preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.